Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.

Event description:
Patient reports "pain, health problems and bilateral rupture. Rupture has been found when patient was in emergency room because of breast pain. This record relates to left side. Device remains implanted.